Event description:
It was reported that the irc5po2v concentrator is alarming out of the box. The provider states the unit has the original 3 factory hours on it. No additional information available, no consumer involved.